Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that one of her blood glucose readings was not being stored in the memory of the contour next meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next meter and contour next test strips for evaluation. Upon investigation, the meter switched on as expected. The customer service mode was run and no anomalies were found. The returned meter was tested with returned test strips and in-house contour next control solution to check meter functionality. All readings obtained during in-house testing were properly stored in meter's memory.